Event description:
Patient stated that on (B)(6) 2019 he noticed a lump at the injection site after removing the v-go device. The patient stated that lump has gotten larger and that it is about 2 inches long and about an inch wide and reporting redness and discomfort at the application site. The patient clearly stated he does not know if he cleaned the v-go insertion site on (B)(6) 2019. Patient confirmed that there was never any drainage,no temperature, no allergy to medical adhesives. Patient went to hcp office on (B)(6) 2019 about the lump on the inside of the upper left arm that was 2 inches long and about an inch wide. Hcp prescribed heat and antibiotics (pt. Did not know the name of the antibiotics.) Patient reported that the redness and discomfort has improved.